Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) resets.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received the charger reset. Upon investigation, y1 (10 mhz smd crystal) on the bedside board was found to be open the open component was causing the system to rest. The root cause of the open y1 was unable to be positively identified. No adverse event resulted from the defective battery charger.